Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is off-label usage of the device, on (B)(6) 2024. On the day of the event the patient had a low cgm reading and was given dr. Pepper by their colleagues. No fingerstick was taken at that moment. After the treatment the patient experienced vomiting, and an ambulance was called. When a fingerstick was taken the cgm was reading low, and the blood glucose reading was 387 mg/dl. The patient was brought to the hospital and was treated with intravenous fluids, morphine (reason not reported) and insulin. According to the parent the patient was very dehydrated at that moment. The patient recovered after treatment and was discharged after 5 hours. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.